Manufacturer narrative:
This follow up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This user facility is outside of the united states. The manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k021403. The following sections could not be completed with the limited information provided: device info - expiration unknown. Manufacture date ¿ unknown. Requested but not returned by hospital.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2016. Subsequently, a revision procedure was performed on (B)(6) 2016 due to incorrect position of the cup during the initial procedure. The femoral head, acetabular liner and cup were removed and replaced.